Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a burning sensation during recharging. The patient told them the recharger would get extremely hot and it felt like burning and it would cause marks on her back. This would start within a short time of beginning the recharging session, less than 10 minutes. The last 30 days showed no use or charging and the patient explained they were not charging because of the discomfort. The healthcare professional evaluated the pocket and thought the battery may have slightly tilted. The patient had tried the different recharging modes. Further information received from the manufacturer representative reported that the battery pack was getting hot and that the heat was abnormal. The patient had stopped charging due to the burning. The patient mentioned that she had fallen on the ice multiple times over the winter and had to go to the ER for stitches over the eye. The stimulator was not in the same location that it was implant in. The indication for use was non-malignant pain.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the healthcare provider (hcp) would schedule the patient for a pocket revision. No further complications were reported.